Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9099930, medical device expiration date: 2024-04-30, device manufacture date: 2019-04-09, medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. (B)(4). Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 7th related complaint for clog on lot # 9099930. Unable to perform complaint lot history check for clog for unknown lot number. A review of risk management document (B)(4) indicates that the potential risk of this specific reported incident (pen needle, clog) was captured and addressed investigation summary: customer returned (21) open 4mm, 32g pen needles without the tear drop label with the shelf carton from lot # 9099930. Customer states that the pen needles clogged during the injection. All returned pen needles were examined and 11 out of 21 samples exhibited a bent non patient end of the cannula. Nine samples exhibited a broken non patient end of the cannula. Both of these issues could prevent insulin from flowing through the cannula properly. The remaining sample was tested and was able to expel properly without any observed defects. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent and broken non patient end of the cannula). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of bd ultra fine¿ pen needles were unable to deliver insulin/medication and difficult to operate or not working/functioning. Product defects were noted during use. The following information was provided by the initial reporter: consumer reported finding several pen needles clog during injection. Lot #: 9099930 & unknown. Catalog#: 320122. Date of event: unknown.